Event description:
Boston scientific received information that during a routine device interrogation one episode of noise on the shock channel was seen. A message also displayed to check shock lead impedance measurements; however there were no out of range measurements listed within the daily measurements. Boston scientific technical services (ts) was consulted and discussed that the lead impedance test is a 21 hour daily test, which measns that two tests will be performed in one day at times. The first measurement is the out of range measurement and the second is in range. There wouldn't be any documentation of the out of range measurement but the device knows it had one so the message to check shock lead is displayed upon interrogation. Ts recommended an x-ray, but no x-ray was ordered. The physician opted to continue to monitor the patient. The rv lead and ICD remain in service.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurement that was detected via the patient's remote home monitoring system. Additional information obtained from the field representative indicated that the clinic contacted the patient and no issues or symptoms were found. The physician then opted to continue with routine follow up. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4)